Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the patient died. The patient was admitted to the emergency room in critical condition with myocardial infarction. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion with a bend of >=90 degrees was located in the moderately tortuous an severely calcified left circumflex artery (lcx). A 2.50x38mm promus element¿ plus drug-eluting stent was deployed as treatment. However, the patient was not able to survive and died after the procedure.